Event description:
It was reported that following implant the patient experienced an improvement in seizure frequency prior to programming the device on. After programming the device on, the patient's encephalopathy and seizure frequency increased. This persisted for over two months over which time device settings were increased per protocol. It was reported that after reaching 2.25ma the patient's family decided to program the device off to see if this made a difference in the patient's clinical condition. After programming the device off, the patient had a 4-5 day seizure free interval and an improvement in his degree of encephalopathy. It was reported that there were no additional changes to medications or other notable external factors contributing to his baseline changes during this period. The physician indicated that the fluctuation in the patient's seizures could have been coincidental, but he seemed to have clear worsening while vns was on and clear improvement immediately after it was programmed off. It was reported that a second trial of vns may be tried in the coming months.

Event description:
It was reported that the vns patient was experiencing an increase in seizure. The neurologist stated that the patient¿s seizures occurred sporadically so he was unable to provide an assessment of the increased seizures relative to pre-vns baseline levels. The patient¿s device was disabled to determine whether the patient¿s seizures would improve without vns. Attempts for additional relevant information have been unsuccessful to date.